Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) marketing manager that while one of their medical staff was conducting inspection of the 900rd010 adjustable t-piece and resuscitation circuits, it was noticed that it produced "a pressure of 40 cmh2o at 10 l/min when the peep valve on classic t-piece is fully screwed down and occluded on mask end". It was also reported that the peep cap was fully screwed down when the t-piece circuit was first taken out of the bag. This was noticed prior to patient use.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) marketing manager that an adjustable t-piece and resuscitation circuit produced "a pressure of 40 cmh2o at 10 l/in when the peep valve on classic t-piece is fully screwed down and occluded on mask end". This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 110725, 110820, 111128; device manufacture date: 07/25/2011, 08/20/2011, 11/28/2011. The complaint 900rd010 adjustable t-piece and resuscitation circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 110725, 110820, 111128; device manufacture date: 07/25/2011, 08/20/2011, 11/28/2011; (B)(4). Background: the t-piece circuit (900rd010) is designed to be used for infant resuscitation to deliver appropriate positive end expiratory pressure (peep) and positive inspiratory pressure (pip) pressures when used with a flow rate of 5 to 15 lpm. It is used by connecting to the neopuff infant resuscitator (rd900 series). Method: three complaint t-piece circuits (one from each affected lot) were returned to fph in (B)(4) for inspection. The returned devices were visually inspected for damage and peep pressure tested as per recommended settings in the neopuff technical manual and the settings used by the medical centre. Additional samples of t-piece circuits were taken from the production line and were peep pressure tested simultaneously with the returned complaint devices. An attempt was also made to replicate the reported fault by fully closing the neopuff valves (maximum pressure relief and peak inspiratory pressure), and the peep caps of the complaint and test sample t-piece circuits using the flow rates of 10 lpm and 15 lpm. Results: visual inspection. No physical damage was observed to the returned t-piece circuits. Pressure test based on the recommended settings in the neopuff technical manual and the settings used by the medical centre. The peep readings of the complaint devices and test samples were within the required specification. Pressure test with fully closed neopuff valves and t-piece peep caps. We were unable to replicate the "pressure of 40 cmh2o at 10 l/min" that was reported by the medical centre; however, it was noted during our inspection that elevated peep readings could be achieved at 10 lpm and 15 lpm with fully closed neopuff valves and t-piece peep caps. Lot check. A lot check revealed no other complaints of this nature for lot numbers 110725, 110820, and 111128. Conclusion: no fault was observed to the returned t-piece circuits when visually inspected and pressure tested. However, it is possible to achieve high peep readings if the neopuff valves and t-piece caps are deliberately set to fully closed position. Certain setting combinations could also lead to high peep readings. The peep cap of t-piece circuit is adjusted during use, depending on the pressure set by the physician and on the hospital protocols. The user instructions (ui) that accompany the rd900 neopuff infant resuscitator remind the user to ensure that the neopuff is functioning correctly and that the peep cap is adjusted to the desired peep level. The ui also provide a warning "the neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby". The 900rd010 t-piece circuit user instructions (ui) indicate in pictorial format the correct set-up, pip and peep level adjustment, and use of t-piece circuit before and during resuscitation. It also state the following: "ensure pressures are monitored throughout resuscitation". "The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners". All 900rd010 t-piece circuits are visually inspected and performance tested prior to leaving the production line to ensure that they meet the required specifications, and those that fail are rejected. The fph field representatives are working with the medical centre to remind them of the warnings and recommendations outlined in the user instructions of rd900 neopuff infant resuscitator and 900rd010 t-piece circuit.